Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (200-300 mg/dl) with medium ketones in the mornings. The customer requested assistance adjusting their basal rate. Technical support guided the customer through adjusting their basal rate settings. Customer delivered a bolus to address blood glucose levels.